Event description:
It was reported that patient received a shock for sinus tachycardia that the stored episode indicated as ventricular tachycardia. The patient was noted to be asymptomatic at the time. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Products: 6947-65 lead implanted: 2003 (B)(6). (B)(4).